Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the device appropriately advised shock, and charged, but when discharge was attempted the device did not discharge. At this time, zoll has been unsuccessful obtaining further info from the customer regarding event specifics and pt outcome.